Manufacturer narrative:
(B)(4)

Event description:
It was reported upper out of range right ventricular pacing lead impedance and increased capture threshold were observed. The source of the increased measurement was around the time the patient was in a car accident. Lead imaging was suggested to check for lead fracture. The lead was explanted and replaced. The patient condition was stable before, during, and after the replacement.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.